Manufacturer narrative:
The reported event for no ipg communication was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest 2vb and set defaults test failed due to high current draw. The high current draw was isolated to capacitor c54, a capacitor in the voltage regulation circuit. The high idle current draw would have put an increased demand on the battery and therefore caused the battery to become depleted. The cause of failure is due to infant mortality of component, capacitor c54. DHR review was completed for ipg 3772 sn (B)(4). DHR revealed that the device was manufactured per procedure requirements. No reworks were reported. Based on the supplier evaluation performed by abbott- liberty the complaint event was confirmed, capacitor c54 leaked. The event is within the expected rate of occurrence in the pfmeca. Thus; no further action is needed.

Event description:
It was reported that the during an implant procedure on (B)(6) 2020 the ipg did not communicate with external devices. Troubleshooting was unable to address the issue. As a result, a new ipg was implanted addressing the issue.